Event description:
It was reported that an ilet user observed a temporary absence of blood glucose display on the ilet while the dexcom g7 continuous glucose monitor (cgm) app on the phone showed a reading, after which the ilet display resumed showing glucose values. No adverse clinical symptoms reported. Outcomes included no impact to clinical course, no alarms, and no hospitalization. User support included troubleshooting and user education on known intermittent data gaps with dexcom g7 signal transmission. Investigation of this case revealed a transient loss of cgm data communication consistent with known sensor communication characteristics, with no ilet hardware component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was normal system behavior related to intermittent cgm signal gaps.